Event description:
Consumer reports that after wearing the patch for 45 mins, with no sign of burning, the back of his leg had three blisters and a raw spot about the size of a 50 cent piece. He did not seek immediate medical attention, and it is unk how the leg was treated. The consumer saw a doctor eight days later. The consumer reports the doctor diagnosed a second degree burn and prescribed unk pain medication and antibiotic.

Manufacturer narrative:
No product has been received to date for examination and testing to determine the root cause. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.